Event description:
It was reported that during a da vinci-assisted urology partial nephrectomy surgical procedure, bipolar issue on the generator occurred. Prior to contacting technical service engineer (tse) the generator was restarted multiple times, and the bipolar cautery cable was replaced, but these actions did not resolve the problem. Tse confirmed the system log review showed multiple error c-34 events. Further attempts to restart the generator during the call were declined since the surgery was nearly complete. Additional troubleshooting suggestions, such as changing the energy mode to a lower setting, were not implemented as bipolar was no longer needed and there was reluctance to disturb the surgeon at that stage. The procedure was continuing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.